Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 2 months post-implant of (B)(4) it was reported that the pt had a subarachnoid hemorrhage (sah) and anticoagulation was stopped. An increase in pump power was seen and the pt had hemolysis and an increase in ldh. The pt was taken to the operating room and the pump was explanted and an extracorporeal was implanted.

Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.